Event description:
It was reported that during a lap chole procedure, the clips were scissoring. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 2/5/09. Information anticipated, but unavailable at this time.